Manufacturer narrative:
Imdrf device code a0402 captures the reportable event of balloon burst.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used in the colon during a coloscopy procedure performed on (B)(6) 2023. During the procedure, while advancing the balloon into an anastomotic stricture, the balloon was inflated and immediately burst at 3 atm. The customer stated that no pieces of the balloon detached inside the patient. The procedure was completed with another cre fixed wire dilatation balloon. There were no patient complications reported as a result of this event.